Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 327mg/dl, 315mg/dl, 468mg/dl. Tests were done within 11-20 mins with a difference of 24%. Pt did not experience any adverse events. No further info has been reported.